Manufacturer narrative:
One zimmer screw retaining abutment was returned for inspection with a driver tool and coping. A visual inspection revealed that the drive feature was confirmed to be stripped. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems 4894i rev 3-07/09 seating of prosthetic components: internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. The complaint is confirmed. A singular cause cannot be determined.

Event description:
The dentist reported that abutment screw stripped and needed some tools to removed. Placement date (B)(6) 1997 and removal date (B)(6) 2017.